Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a change in therapy effect with symptoms of dizziness and difficulty walking. Patient was traveling and uncertain if this was due to high altitude or to when the doctor lowered the flow rate four days earlier. Patient reported symptoms over the entire system. The patient was to be traveling for an additional three days. Additional information has been requested, but was not available as of the date of this report.